Manufacturer narrative:
Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested for suspect biopsy guide. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the surgeon alleged that their precision aiming device (pad) would not tighten properly. The surgeon tightened the device enough to accurately navigate and proceeded with the surgery. The procedure was completed with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.